Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms like nausea. The customer treated with bolus. Customer's blood glucose value was 106 mg/dl at the time of call and the blood glucose was 297 mg/dl at the time of incident. Troubleshooting was performed. The customer was in emergency room and was hospitalized on (B)(6) 2018 at 9:30 pm. The blood glucose value when admitted to hospital was 297 mg/dl. The customer was treated at the time of hospitalization. The customer was wearing the pump at time of hospitalization. Customer declined troubleshoot for high blood level. The device was not returned for analysis.